Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the physician's wand was unable to interrogate a patient's generator that was recently implanted and was being titrated. It was reported that the programming tablet was functioning without issue. The wand was not programming the patient's generator, was reporting an unspecified error, and the "green light wouldn't even come on." The wand's 9v battery was replaced and the issue continued. The patient was programmed with another programming system at the clinic and was not impacted by this issue. Additional information was received that the problem was actually occurring due to an issue with the usb to db9 serial adapter cable. After this cable was replaced on the programming system, no further issues occurred. (B)(4) the suspect adapter cable was received by the manufacturer for analysis. However, analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.